Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3005334138-2019-00380, 3008452825-2019-00334. During a ventricular tachycardia ablation procedure, a pericardial effusion was noted. As the procedure was drawing to a close, an ice catheter revealed a pericardial effusion. A transesophageal echocardiogram was performed which confirmed the effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.